Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would change the infusion set site and the occlusion would be resolved. There was no impact to the customer¿s blood glucose level. The contact had been working with the customer and different types of infusion sets were to be used in an attempt to resolve the occlusions. As the occlusions had occurred in the past, tandem technical support was unable to confirm if the site was the cause of the occlusions.